Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported he experienced symptoms described as ¿seizure and a loss of consciousness¿ and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia and received unspecified treatment due to the reported issue. The customer reported he was unconscious during hcp treatment therefore, he cannot remember what treatment was administered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section serial number has been updated to unk. The sensor serial number provided to adc by the customer at the time of the call and subsequently captured in the initial report ((B)(4)) was deemed to be invalid upon extended investigation.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported he experienced symptoms described as ¿seizure and a loss of consciousness¿ and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia and received unspecified treatment due to the reported issue. The customer reported he was unconscious during hcp treatment therefore, he cannot remember what treatment was administered. There was no report of death or permanent impairment associated with this event.